Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before use, the unit¿s rem was not working. After following the complete calibration procedure the unit still failed on rem. When you would set it to 120 ohms and increase the value the unit would never turn to red alarm. However on lower ohms it would alarm. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.